Event description:
Event description guidant received information that the patient with this chronic implantable lead received an appropriate shock for an arrhythmia. Upon interrogation,a yellow screen was noted, and the device started beeping. The yellow screen indicated a shorted lead condition had occurred. Additional information was received stating the physican was at the changeout procedure, and the shocking impedance was varying between out-of-range and normal. There was noise on both the electrograms.